Event description:
Ous MDR. After an implantation time of about 8 months, oversensing and a suspected insulation defect on the lead were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During the visual inspection, signs of abrasion could be seen at several sites of the lead. The insulation was intact. During the further analysis, no deviations from the technical specifications were found that could be related to the clinical complaint. The measured electrical measurement values were within the specification. The fixation was without anomalies. There were no indications of a material defect or manufacturing error.